Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was having issues with their dbs system. Caller said she still believes they are having issues. No symptoms were reported.